Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial number has been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in the proper position. The cause of pump suction issue was most likely due to pump was not in the proper position. The cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the injury (thrombus) was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported an impella cp was placed to support a patient admitted in for st-elevation myocardial infarction. Although the impella was placed without difficulty, it was noted that wire access was gained with some thrombosis seen. Furthermore, suction alarms occurred, which were treated with fluid and a reduction in the device¿s p-level. Once the device was at p4, the impella shifted back into the aorta and repositioning did not occur for approximately an hour. The patient¿s urine was reported as dark red with labs pending. No subsequent lab results were noted and the impella was explanted successfully.

Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
A 52 year old male was brought in via ems with anterior stemi. He had multiple episodes of vt/vf and was shocked out. He was not intubated and awake and alert. Impella was placed without difficulty. Lad 100% occluded, wire access gained with some thrombosis seen. Aggrostat was given, ballooned and stent placed. Act low, additional heparin given with repeat act of 389. The patient continued to have episodes of vt, amiodarone drip was started. A swan was placed and he was taken to the cicu to recover. While on impella support, suction alarms occurred, was addressed with fluid and reduction in p level. Ldh greatly elevated at >25000 and urine was dark red. Once at p4 the impella shifted back into the aorta and repositioning did not occur for approximately an hour. Patient remained hemodynamically stable throughout. The reported events are known risks with impella therapy and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, anticoagulation status, and hemodynamic conditions.

Manufacturer narrative:
B5: added clinical review h6: omitted e1302. Added e0303 and a01.

Manufacturer narrative:
B1: added malfunction per information in the complaint record. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Data review: data logs confirmed pump was in improper position corresponded with the time positioning issue & hemolysis was reported per clinical description that triggered alarms impella position in aorta & suction. The positioning issue & suction alarms were then resolved. No other issues were found on the logs. About 6 hours later, pump was removed. Hemolysis: product was not returned for review. Based on clinical description & data analysis, the cause of hemolysis was most likely due to pump was not in the proper position. Suction issue: the cause of suction issue was most likely due to pump was not in the proper position. Positioning issue: the root cause of positioning issue was unable to be determined as limited clinical details were provided, and no product was returned for review. Thrombus: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: pump passed all post sterile inspection checks.